Event description:
It was reported that the right ventricular (rv) lead was found to have been fractured. The lead surgically abandoned and partially removed by laser extraction. A new lead was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.